Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdts0178 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after infuse via female luer hub connector for 3-4 hours, the y-site was found to be leaking. No other information was provided.